Event description:
Multiple surgeries; I had a spinal fusion t12-s1 on (B)(6) 2019. On (B)(6) 2019 I squatted down to get a 16 oz water bottle off the floor. I felt a pain in my back. I went upstairs. I called my neurosurgeon on (B)(6) 2019 because my back was now making a grinding noise. I went to the emergency room where I was advised the rod in my back had broken. I had to stay in the hospital and have an additional surgery to put a connector in my back where the rod broke. The connector did not keep my spine stabilized so on (B)(6) 2019 I had to have another hospital stay and another surgery to completely remove the rods in my back and replace the titanium rods with rods made of cobalt chrome; ssi. FDA safety report ID# (B)(4).